Event description:
It was reported that during an extraction procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician confirmed the reported event and noted that the driveshaft bearing was damaged.